Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
A metal element about 6mm long fell out of the head - oral-b brushhead [device breakage]. No adverse event [no adverse event]. Case description: report source: non-event - spontaneous. A consumer of unspecified age and gender reported via e-mail on (B)(6) 2018 that on (B)(6) 2018 while he/she brushed his/her teeth with an oral-b rechargeable toothbrush, version unknown, a metal element about 6mm long fell out of the oral-b brushhead, version unknown. The consumer noted that he/she didn't swallow it. No symptoms developed. Relevant history: none reported. No further information was provided. On (B)(6) 2018 received consumer's follow-up e-mail: the consumer provided a photo that identified his/her toothbrush as an oral-b professional care rechargeable toothbrush type (B)(4). No further information was provided.